Event description:
This refers to a possible health problem, not a disability. I started wearing a samsung wearable watch approximately 2 months ago. On (B)(6) 2025 I noticed a lump on my wrist directly under the sensor area. I discontinued use but the lump remains to this day and will visit the doctor soon to have lump looked at.